Manufacturer narrative:
Correction/additional information: sections d1, d2, d4, d6a, PMA, h4 - product details updated based on confirmed serial and model #.

Event description:
It was reported that non-sustained right ventricular oversensing was observed via remote transmission on the implantable cardioverter defibrillator (ICD). The episode was suggestive of myopotentials and also presumed to originate from the lead. No programming changes were made. The ICD and lead were being monitored remotely. There were no reported patient consequences.